Manufacturer narrative:
The field service rep determined the probes were not tight. He tightened the probes on rt1 and retested samples with no further problems. He calibrated the assays and ran the control with all results within control limits.

Event description:
User received discrepant results for five pt samples. The example for ck was provided. Initial result was 0.0 u per l, repeat result was 237 u per l. User is unable to verify if discrepant results were reported. User is not aware of any adverse effects reported for the pts.